Event description:
It was reported that the system locked up during a cervical case. No patient injury reported.

Manufacturer narrative:
Customer would not allow ge representative to evaluate system.